Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user dropped their ilet device from a standing height, resulting in a cracked touchscreen. The screen remained usable, and no injury or functional issues were reported. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.